Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: during the procedure, when the treating physician attempted to fire the laser with the fiber inserted into the patient, the fiber fractured distal to the insertion site, the physician was able to grasp the fiber fragment and pull it out of the patient. The device was set aside and a new of the same was used to complete the procedure. The patient did not suffer any serious harm or injury due to this event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported device was not returned, angiodynamic is unable to perform a device evaluation. The customer's reported complaint description of a fractured fiber cannot be confirmed because no sample was provided. Without receiving a sample to evaluated, a root cause cannot be determined. During the manufacturing process, the disposable fiber device receives two 100% inspections and an aql inspection in which the quality of the fiber strip is inspected. It is highly unlikely that the product was package with this defect. Adequate process controls are in place to address this failure. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use (ic 393) which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).